Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer then received a motor position encoder error alarm and a motion sensor test failure alarm. Customer also reported to have received a no delivery alarm. Customer reported that insulin came out before being able to see numbers during priming. Customer's blood glucose was 203 mg/dl. It was reported that drive support cap appeared normal. Troubleshooting was not performed as insulin pump would be replaced.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. No displacement anomalies were noted. Unable to verify the motion sensor test failure alarm due to the motor error alarm. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file. The pump was received with cracked battery tube threads.